Event description:
According to the available information the device was explanted and replaced with a malleable due to pain and possible crossover.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. Correction: d4 catalog number was corrected.

Event description:
Na.